Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was reported that approx 4-6 weeks following an anterior procedure, the doctor observed dehiscence where the suture line reopened. Add'l info has been requested, but not yet received.